Manufacturer narrative:
Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5110653. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle was difficult to disengage from the bd nexiva¿ closed IV catheter system after the insertion. The following information was provided by the initial reporter: "while inserting IV (22 gauge), needle would not release from catheter after insertion. Able to obtain blood and catheter was able to be inserted fully but needle would not release with full force."

Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. H3 other text : see h.10.

Event description:
It was reported that the needle was difficult to disengage from the bd nexiva¿ closed IV catheter system after the insertion. The following information was provided by the initial reporter: "while inserting IV (22 gauge), needle would not release from catheter after insertion. Able to obtain blood and catheter was able to be inserted fully but needle would not release with full force."